Event description:
It was reported the health care provider (hcp) did a side port access of the catheter today and found a problem. It was stated they were planning to do a revision the day of report since the patient was going through withdrawal. The drug delivered in the pump was unknown. Patient outcome was not provided.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter.